Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6). Clinical adverse event received for painful left total knee, loose tibial component and insert. Migration / loosening of the tibial component. Event is serious and is considered severe. Event is definitely related to both device and procedure. Revision of the tibial tray and insert has occurred. Doi: (B)(6) 2016, doe: (B)(6) 2018, dor: (B)(6) 2018, (left knee). Please note, cement used at primary was of competitor product.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.